Event description:
Four months after anterior cervical discectomy c4-5, c5-6 with fusion allo-graft bone & plate/screw fixation procedure (performed on 8/19/96), pt returned to surgery due to broken plate. Ant cervical plate removal w/poss. Revision bone graft, poss. Plate & screw re-instrumentation performed 12/26/96.